Manufacturer narrative:
The investigation has determined that higher than expected vitros bhcg results were obtained from a single patient sample when processed on two vitros 5600 integrated systems. The most likely assignable cause is pre-analytical sample handling leading to possible contamination and/or evaporation of the sample. However, a reagent issue or an instrument issue cannot be completely ruled out, they are not likely to be contributing factors to this event. Additionally, it was unknown if the affected patient sample was centrifuged according to the sample device manufacturer¿s recommendations, therefore, improper pre-analytical sample processing cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained higher than expected, vitros bhcg results from a single patient sample when processed on two vitros 5600 integrated systems. Patient sample results of 135.2, 136.2, 145.1, 157.9, 158.6, and 173.3 miu/ml versus expected result <2.39miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected vitros bhcg results were not reported outside of the laboratory and there was no report of actual patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).